Manufacturer narrative:
This info has not been provided. Additional info has been requested. Investigation is ongoing. No conclusion could be drawn. MFR date has been requested.

Event description:
Pt advised she was implanted with n-hance rods and pangea screws. On an unk date she was advised that her hardware had 'defaulted' or 'fell apart'. The pt underwent revision surgery and the devices were removed. This report is #5 of 10 for the same event.